Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted an increased sensitivity of the jaw to produce regrasp alarms. Functional testing found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The device was activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. No electrical or wiring issues were found. The device sealing performance was tested on porcine kidney tissue. The sealing was adequate when the seal cycle reached the end tone. It was reported that the device did not seal the vessel. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device activated an alarm. The reported issue was confirmed. The most likely cause was traced to device design. Internal process I improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device, initially, was connected to ft10 and was used but had regrasp alarm repeatedly and sealing could not be performed. There was end tone heard but there was no evidence of energy delivery. The situation did not improve even though the generator was changed to ft10 and was used. Then, a new device was connected to the ft10 and it was able to be used without any problems. There was no patient injury.